Event description:
It was reported that the surgeon inserted a micl13.2 implantable collamer lens and determined the lens was too long for the pt's eye. The lens was removed without any pt injury. The reporter stated, the incident was due to a miscalculation of the lens size. A shorter lens was implanted.

Manufacturer narrative:
Eval: visual inspection of the returned product showed that there was no visible damage to lens. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.